Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Bg was addressed via manual insulin injection. Reportedly, the customer was using a non-tandem charging cable and wall adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and wall adapter. The customer continued to use the pump for insulin therapy.